Event description:
Reporter alleged discrepant blood glucose values of 300 mg/dl back to back with a result of 150 mg/dl when testing was performed within <5 minutes apart on the aviva system. No actions were taken or treatment reported. A request was made for the return of the suspect and replacement product was sent.